Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector that reportedly seeped blood out from between the plastic and the "yellow gummy". The customer further complained that they often have to replace this device upon first use. There was no report of human harm as a result of this reported event.

Manufacturer narrative:
Investigation summary no d1000 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The probable cause of unable to aspirate is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.